Manufacturer narrative:
Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue¿ defibrillation gel.

Event description:
A us distributor contacted zoll to report that a patient developed a skin irritation. The irritation was described as sores. It was reported the patient had developed a deep tissue injury due to back therapy pads. A nurse reported the patient cannot get out of bed regularly. There was no alleged device malfunction contributing to the irritation. The outcome is unknown as the patient became unresponsive to support services.